Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse, the hand switch, and the on/off switch. The system operates as intended.

Event description:
The customer reported the system displayed a generator error and would not complete boot up. No patient injury was reported.